Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold after implant procedure. After a few days, the lead was repositioned, but threshold still remained high. Subsequently, this lead was explanted, and a new lead was implanted in which the threshold stabilized within acceptable range. No additional adverse patient effects were reported.